Manufacturer narrative:
Results: the catrx had bends throughout its length. The proximal end of the guidewire lumen was torn. The distal end of the guidewire lumen was clogged. There was no visible damage to the tubing and non-penumbra guide catheter. Conclusions: evaluation of the returned catrx revealed that the proximal end of the guidewire lumen was torn. If the guidewire inserted into to the guidewire lumen at an extreme angle, damage to the guidewire lumen may occur. During the functional test, resistance was encountered while attempting to insert a guidewire into the distal end of the guidewire lumen due to it being clogged, and while attempting to advance the return catrx through the returned non-penumbra guide catheter without a guidewire inside the guidewire lumen. The catrx could not be advanced any further. A demonstration catrx with a guidewire inside the guidewire lumen was advanced through the non-penumbra guide catheter without an issue. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left anterior descending artery (lad) using an indigo system catrx aspiration catheter (catrx) and a guide catheter. During the procedure, while advancing the catrx through the guide catheter, the physician experienced resistance; therefore, the catrx was removed. The procedure was completed using a new guide catheter, balloon angioplasty and stenting. There was no report of an adverse effect to the patient.